Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having fractured her glenoid during the primary surgery and it needed to heal. The hemi shoulder was converted to reverse shoulder.